Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced a feeling of vibration in the chest and suspected that the vibration was due to their implanted device. Later, the patient presented in the clinic for further evaluation. Upon review, it was noted that the patient was experiencing pocket and muscle stimulation. Upon device check, the left ventricular lead exhibited high capture thresholds. The lv lead was reprogrammed. The patient was stable during and after the programming changes.